Manufacturer narrative:
The insulin pump was unable to prime during testing, due to faulty gold force sensor resistor. The device passed basic occlusion and displacement test. No motor error alarm was noted. The motor passed motor test. The insulin pump was also received with a cracked battery tube thread, cracked reservoir tube lip, minor scratches on display window, and a stained end cap sticker.

Event description:
The customer called and reported the insulin pump was alarming with motor errors. Customer's blood glucose was 142 mg/dl. Customer stated the alarm would occur after a bolus and first low reservoir alarm warning. The device had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.